Manufacturer narrative:
There was no reported injury or death at the time of this report. (B)(4).

Event description:
Customer reported false positive results on our nxtag cov assay. Technical support (ts) send the customer follow up questions and troubleshooting suggestions. Additionally ts asked the customer to run rnase free water as a negative control without going through the extraction step. Add 35 ul of rnase free water (or any molecular grade water) to the tests (run 2 tests only). This will give us idea if the issue is pre-pcr or during and post pcr.